Event description:
It was reported that a (B)(6) study patient underwent a kyphoplasty procedure on levels l1 and l2. A cement extravasation in the anterior endplate to level l1 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with representative.